Manufacturer narrative:
Concomitant medical devices: product ID: 3998, lot# v541950, implanted: (B)(6) 2012, product type: lead. (B)(4). Applies to both the neurostimulator and lead.

Event description:
The patient reported that he had met with the health care professional (hcp) and the manufacturer representative (rep) regarding the implantable neurostimulator (ins) not working. At the appointment, it was determined that the ins not working was due to a "couple of contacts, electrodes" were not working right. They were to follow up after that appointment, however the hcp had moved. The patient was seeking a new hcp. Indication for use included failed back surgery syndrome, and non-malignant pain. The manufacturer representative (rep) reported having met the patient on or around (B)(6) 2015 as the patient had contacted the neurosurgeon. The neurosurgeon had requested that the spinal cord stimulation (scs) system be checked prior to scheduling an appointment. Impedances were found to be greater than 10,000 ohms. Reprogramming was done to cover the painful areas. The affected lead did not need to be use to cover the pain.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had not obtained a new managing physician or notified them about the stimulator not working properly. As a result of the stimulator not working properly the consumer experienced pain. No steps had been taken or planned to resolve the stimulator not working at the current time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.